Event description:
In 2009, the patient reported that the up and down buttons of her infusion device no longer respond while attempting to bolus. She stated that she experiences elevated blood glucose between 1:00pm and 5:00pm daily. She noticed the issue 2 months ago. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.